Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2022 product type extension product ID 3708640 lot# serial# (B)(4)implanted: 2017 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 09-sep-2024, UDI#: (B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient mentioned the dbs was wonderful. For unknown reason the incision in the stimulators got infected and they had no idea how that happened and they removed it and they wouldn't give it back so patient was heartbroken on that because they have essential tremors and sometimes they can be pretty bad. Patient thinks this happened in 2023. Patient mentioned they had dbs for 20 years and it just started quitting and the wires were in trouble and for some reason they would not give the patient a new one so they took everything out."